Event description:
On (B)(6) 2014, the lay user/reporter contacted lifescan to report the onetouch ultra2 meter was giving the ¿apply sample¿ icon during testing. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. On (B)(6) 2014 the patient obtained the ¿apply sample¿ icon on the reported meter during testing; he did not obtain a blood glucose reading. The patient took no actions due to this meter issue. The patient manages his diabetes with insulin taken on a sliding scale. One day afterwards, the patient experienced the symptoms of shaking and lightheadedness; he did not seek any medical attention or treatment. Troubleshooting revealed the patient¿s test strips were correct and correctly drew in the blood sample and the patient¿s testing technique was correct. The issue was not resolved. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after he was unable to test his blood glucose level due to the meter issue. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.